Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto® 3 system and noise issue occurred on all body surface signals and intracardiac signals on the carto and the recording system without any other mode to monitor the patients heart rhythm. It was reported that both the carto 3 and the recording system displayed noise on all the body surface lead signals. The caller noted that the noise was seen on both the recording system and the carto 3 system. The 12 lead cable was replaced and the issue resolved. Additional information received on 27-aug-2023, indicated the physician have any intact ECG signal available to monitor patient heart rhythm. As such, this event was assessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto® 3 system and noise issue occurred on all body surface signals and intracardiac signals on the carto and the recording system without any other mode to monitor the patients heart rhythm. It was reported that both the carto 3 and the recording system displayed noise on all the body surface lead signals. The caller noted that the noise was seen on both the recording system and the carto 3 system. The 12 lead cable was replaced and the issue resolved. Device evaluation details: it was confirmed that replacement bs ECG cable was delivered to the customer. The suspected bs ECG cable was requested for investigation by the manufacturer, but the bwi representative confirmed that the cable has been disposed of by the hospital staff. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #(B)(6) was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system #(B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).